Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging a power issue with his onetouch verio flex meter in that it displayed the battery indicator. The complaint was classified based on the customer service representative (csr) documentation as the patient specified not to be contacted again for additional questions. The patient reported that the alleged meter issue began on (B)(6) at 9am. The patient did not specify how he usually manages his diabetes, but denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reportedly developed symptoms of ¿shakiness¿ approximately 1 minute after the alleged issue began and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product, the battery did not require to be replaced and there was no misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.